Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes premature and sudden end of life, possibly due to inter- ference with an external patient emergency care system.